Event description:
It was reported that the customer had been hospitalized. Her blood glucose at the time of admission was 29mg/dl. The hospitalization occurred around (B)(6) 2013 and may have been the result of an oversized bolus dose of insulin. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.